Event description:
Customer reported unexpected negative reactions with capture- r ready screen (crrs)3, lot r033 and capture indicator cells when testing a patient sample containing anti-e on the echo. Patient received 1 unit of red blood cells not tested for e antigen. The unit was issued after an immediate spin crossmatch, as a result of the negative antibody screen on the echo. The unit was later tested and found to be negative for e antigen..

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retentioncrrs(3), lot r033 with anti-d, lot 6k562, diluted 1:100. No sample was received from the customer. It is not possible to rule out the sampel as a cause of the event.